Event description:
It was reported by the doctor's office that a patient was burned on the lip with a te-200 electric handpiece. The doctor said that the head of the handpiece got hot which resulted in the patients lip being burned. No medical attention was required per the doctor's office.